Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a PICC catheter. The customer stated that the PICC developed a leak just below the stabilizing wing of the PICC line. This occurred 9 days after being inserted into the pt. The PICC line had to be removed and replaced with a single lumen.

Manufacturer narrative:
Per the customer, a sample will not be returned for evaluation. An investigation is currently underway, upon completion the results will be forwarded.